Event description:
It was reported that the implantable neurostimulator exhibited an elective replacement indicator (eri) at 3.23 years and end of service (eos) at 3.48 years. The device showed orange impedances on the 0 1 contacts, suggesting potential shorter battery longevity. The longevity estimation was calculated using settings of 5.6 v, 60 pw,180 hz, with therapy impedances around 3000 ohms. It was unknown if there was any patient involvement or complications as a result of the event. (B)(6) 2025 e1 (rep): no new information

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.